Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to trigger error 319 on the in-house system. The usm also failed the fiber test and had failures with the clock spring and parallelogram components. The usm passed testing after installing a golden clock spring, golden parallelogram and new rolling loop. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, error 319 occurred on arm 2 of the patient side cart (psc). Prior to calling, the customer tried disabling the arm and the system started normally. The caller indicated that this surgeon would need all four arms for the upcoming procedure. The system was hard power cycled multiple times during the call but the error 319 returned. The customer stated all other systems were in use at the time. The procedure was completed with another system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The ports were place on the patient when the issue occurred. The procedure was completed robotically with another system. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.